Event description:
The hcp reported that, the pt is experiencing pain and weakness in legs-onset in 2006. A CT myelogram was performed; the pump was emptied and refilled. Morphine was being administered via the pump. The pt will be scheduled for pump and catheter replacement.